Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and after the reset, the error code did not display again, enabling the customer to successfully start their sensor session.